Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed an air in line alarm while being used with an unspecified access set. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.